Manufacturer narrative:
Product ID 37092, lot# 285240001, implanted: 2011 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n290006, implanted: 2011 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported while stimulation was turned off the patient experienced a burning sensation in her hip where her implantable neurostimulator (ins) was located, since implant. It was logged the burning sensation was happening all the time. It was stated when the patient "recharged for two days it was really bad". It was reported the pain increased when the patient recharged and she felt "like she'd been burned by steam." It was stated, the patient went in for several adjustments and it didn't help and would like to have her device removed. It was noted, the patient was still taking her pain medications and had hoped the device would work for her, but it did not. Additional information received reported the patient has not used their device since (B)(6) 2013 and wishes to have their device removed. It was noted that the implantable pulse generator (ipg) site is sore to the touch and when palpated by their health care provider (hcp) it "nearly sent me through the roof". It was noted the patient no longer needs or wants their device because the pain in their leg has "mostly resolved". It was noted, there was no date set at the time of report. Additional information received reported the patient was scheduled for explant on 2014 (B)(6). The indication for use was spinal pain and lumbar radiculopathy.